Event description:
The pt used the suspect device to check blood glucose and obtained a result of 334mg/dl at 9:30am. Pt then performed another test at 11:00am and the result was 347mg/dl and pt dosed self with 2.7 units of insulin. Pt layed down for a nap and when pt woke up pt fell. Pt's family member called the paramedics. Pt was taken to the hospital and pt's glucose was 29mg/dl on a hospital meter. Pt was treated with an unk IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.